Manufacturer narrative:
This event cannot be confirmed or not confirmed for lead migration through product analysis testing alone. As received, visual inspection and resistance testing showed the returned lead (a) passed the functional test. The cause of the reported event remains unknown

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 0001627487-2021-17389, 1627487-2021-17390, 1627487-2021-17412. It was reported that the patient's leads migrated after the patient experienced multiple falls and car accident. The issue was confirmed via x-rays. As a result, the patient underwent surgical intervention wherein all four leads were explanted and replaced. Reportedly, effective therapy was established post operatively.